Manufacturer narrative:
The investigation for the console (aic) system self check issue has been completed. Unable to download the logs from the console, so unable to confirm the reported failure mode with the log evidence. The aic was returned for evaluation and upon functional testing, reproduced the reported failure mode. There was no input power at the pud connector j1.1 (pin 4 &5). Tracing back to the 4-in-1, zero input power was measured at the connector x25 (pin 1 & 5), which confirms the "powerswitch purge" circuit on the pbm was locked out. The reported failure mode was resolved upon replacing the pbm with the known good. The root cause of system self check failed was the pbm lockout. The pbm lockout was caused by pud pca drawing more current. Corrections to the initial MFR report: d2 updated common device name. G1 MDR reporting contact email.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a self check failure. There was a purge hardware revision issue. There was no reported harm.